Event description:
Caller is a respiratory therapist that is calling for a pt that states the pt is complaining about the trach fitting differently and causing some discomfort. Caller states that the trach has not been removed due to the discomfort but that the pt continues to state the newer trachs fit differently. On (B)(6) 2012, the caller reported that pt is going to have the trach changed in a couple weeks and they will try to save it for eval.